Event description:
Customer reported when the alarm is set to voice mode, static is heard. The date when the issue was discovered is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned product confirmed the reported issue. Evaluation revealed that the unit has power, but the on/off switch does not slide to the off position. When the slide mode switch is set to voice and tone, the voice and tone cannot be heard. There is battery leakage inside the battery compartment. (B)(4).